Event description:
It was reported that the 9900 system has a "popping" noise from the tube. No pt involvement reported since this system is used in an animal lab.

Manufacturer narrative:
A ge service rep performed an on site investigation. Cleaned and regreased the candle sticks at both the tube and tank ends. Inspected the candle sticks. No signs of defect. Performed a filament calibration. The system was tested and found to be working as intended and placed back into service.